Event description:
Complainant alleged that while attempting to treat a patient (age nad gender unknown) the device's associated electrode pads would not adhere to the patient's skin and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.